Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Return of the device was requested, but the reporter confirmed that the device is not available for return.

Event description:
A distributor of infutronix reported a complaint on behalf of a patient: "the tubing connected to the pump was leaking but was unable to pinpoint or determine the exact location or cause of the leak." Event occurred during infusion. Device operator was a patient. Medication being infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.